Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing a bent infusion set cannula. On f/u call on (B)(6) 2011, pt stated she was having an issue with every infusion set cannula bending. Pt reported there was only one cannula that didn't bend. Pt stated it was causing her blood glucose to elevate up to 30.0 mmol/l (540 mg/dl). Pt's normal blood glucose is 6 mmol/l (108 mg/dl). Pt reported when she would bolus it would not bring her blood glucose down so she would change the infusion site and this also wouldn't bring her blood glucose back down. Pt stated she would then give herself an injection of insulin and this would bring her blood glucose back down. Pt has switched to a different type of infusion set and is not experiencing these issues. Pt reported the infusion set cannula would bend upon insertion and the infusion sites leaked. Pt stated the cannulas did bend and kink but there were no issues removing the infusion sites. Pt manually inserted the infusion sets. Pt reported the issue was right away after insertion of the infusion sets and she experienced these issues more than once. Pt stated the first time the issue occurred was when she started using the infusion sets in (B)(6). The pt did not require assistance from a healthcare professional or second party to address the issue. No product was returned.